Event description:
Philips received information from the customer that the v60 device's power cord had exposed wires at the connector. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. The customer reached out to the remote service engineer (rse) and requested the part number for the v60 power cord.

Manufacturer narrative:
Per a response to request for further information, it was confirmed by the customer that wires were exposed at the connector which was the reason why the customer requested a replacement v60 power cord. The customer also stated that it is unknown if the defective power cord was a philips recommended cord. It was asked if any conductor was exposed, or if only the outer insulation was compromised, and it was confirmed that it was the outside insulation only. Additionally, there was only one power cord in this condition. The customer replaced the power cord to resolve the reported issue. The device passed the required performance verification tests per philips standards and was returned to service.